Event description:
Related manufacturer reference number: 2017865-2022-46143 related manufacturer reference number: 2017865-2022-46146 it was reported a patient's implantable cardioverter defibrillator (ICD) had migrated and right ventricular (rv) and atrial leads had dislodged due to twiddlers syndrome. This was addressed by a procedure on 5 oct 2022, where the rv lead was explanted and replaced. Post-procedure the patient status was unknown.

Manufacturer narrative:
The lead was returned due to lead dislodgement and twiddler¿s syndrome. As received, a complete lead was returned in one piece for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damages. The helix was found to be retracted and clogged with blood. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector region. The measured full helix extension was within specification.